Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Return of the device for investigation was requested, however it is currently in transit to the manufacturer. The investigation is in progress.

Event description:
The customer reported that the tracheostomy tube had been in use for 2 days. The ear nose throat (ent) physician found that the tube had separated from the flange. The patient was recannulated due to the issue.

Manufacturer narrative:
The sample was received and a visual inspection was conducted. It was observed the flange is separated from the tube and the outer cannula right hole presents damage, a functional test was performed and the inner cannula was inserted and removed from the outer cannula and no restriction nor difficulties were observed during the test; besides a dimensional test was performed and all the readings are within according to specification.